Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a product problem. Furthermore, it was also reported that the plaintiff died. The cause of death reported was small cell lung cancer.